Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 45986. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed system fault 45,986. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the low voltage of the internal battery. The printed wire assembly board was replaced to correct the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.